Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg is non-functional due to the pt not recharging the ipg as recommended. Multiple charging systems were tried to address the issue to no avail. The pt may undergo surgical intervention on a later date.